Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. Dfmea # (B)(4), rev #9, was reviewed for this investigation. The reported event is addressed in step #3.07. This occurrence does not introduce a new hazard or harm. It represents a known failure mode that has been assessed in the product risk management file in accordance with applicable regulatory standards and internal procedures. The associated risks continue to be monitored as part of ongoing post-market activities in compliance with both regulatory requirements and local procedures. Since the lot number for this complaint is unknown, the manufacturing site for pwfx30 can either be juarez or malaysia. Hence both (B)(4) revision 0 and (B)(4) revision 0 was reviewed for this investigation. The reported event is addressed within the labeling as it state" maintenance: 6. Replace the purewick¿ female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewick¿ female external catheter. Warnings: ¿ to avoid potential skin injury, never push or pull the purewick¿ female external catheter against the skin during placement or removal. ¿ never insert the purewick¿ female external catheter into vagina, anal canal, or other body cavities. ¿ discontinue use if an allergic reaction occurs. Precautions: ¿ not recommended for patients who are: - agitated, combative, or uncooperative and might remove the purewick¿ female external catheter. - having frequent episodes of bowel incontinence without a fecal management system in place. - experiencing skin irritation or breakdown at the site. - experiencing moderate/heavy menstruation and cannot use a tampon". A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a caller said that her daughter got pw from us and she used it and got a uti and almost died. Was informed to stop using pw and check in with her doctor and to only resume once that go ahead is received. She says her dr already gave her the go ahead to resume using pw. It's unclear if lot number was requested. Used with female wicks. Unclear if medical intervention was provided. No additional information provided. It was unknown what medical intervention was reported for urinary tract infection. Per additional information received via phone on 02dec2025 it was reported, she had uti and had stopped using for a while but has started back using and all is well.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a caller said that her daughter got pw from us and she used it and got a uti and almost died. Was informed to stop using pw and check in with her doctor and to only resume once that go ahead is received. She says her dr already gave her the go ahead to resume using pw. It's unclear if lot number was requested. Used with female wicks. Unclear if medical intervention was provided. No additional information provided. It was unknown what medical intervention was reported for urinary tract infection.